Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was inserted surgically by the doctor. Eventually, the respiratory therapist found that the cuff was leaking despite of adequate inflation. They unable to obtain cuff seal unless 60-80cmh20 of pressure was inserted via cuff manometer. The following values were noted, assist control pressure control respiratory rate of 12, peep 14, inspiratory pressure of 16, fi02 55%. The doctor changed the reported product to another device, for the reason that the cuff leaked and large amount of cuff pressure was required to obtain a seal. Therefore the patient was re-cannulated.